Event description:
A surgeon reported during a cataract procedure while removing the capsular membrane button, an anterior capsular tear was noticed. Reporter indicated the planned intraocular lens was implanted in the bag. Reporter stated patient outcome was good.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(6).